Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg following an unrelated surgery. Several attempts to establish communication were unsuccessful. As such, the ipg was inoperable. The next course of action has yet to be determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.